Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump constantly exhibited different alarms. Read no disposable clamp tubing. Turned the pump off. Patient came in and the nurse got it to run again. Then with 4.4 milliliters left the machine alarmed again, constant not the regular alarms. They could not restart. Read no disposable clamp tubing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 15aug2015 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.